Event description:
Customer alleged blood glucose result of lo (less than 10 mg/dl) with an undosed test strip on the active s system. The customer reported no symptoms, and took no treatment or action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.